Event description:
Device malfunction: resistance/failure to deploy/stent breakage. Time of malfunction: during procedure. Symptoms/ae: none. It was reported that during a stenting procedure in the mildly calcified left superficial femoral artery, both the absolute stent delivery system (sds) and introducer sheath were pushed to advance the sds to the tight target lesion. The absolute sds was unlocked. The thumbwheel turned only by 1/2 turn, met resistance and could not be turned further. No stent deployment was seen. The sds was pulled back through the introducer sheath. During removal when the stent was partially in the sheath and partially outside of the body, resistance was met, and the stent was observed to be partially deployed by one half. The sds was pulled harder and the stent separated into 2 pieces, outside of the body. There was no adverse patient effects. Though requested no additional information was provided.

Manufacturer narrative:
(B)(4). Off label use in the vasculature, advancing against resistance, incorrect removal. The device has been received; however, the investigation is not yet complete. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with any additional relevant information.